Event description:
It was reported that the head of the coupling screw, part of a trochanteric fixation nail system (tfn) set, snapped off as the helical blade was being inserted during surgery on (B)(6) 2015. The entire insertion handle was backed out and an alternate blade and coupling screw were used to complete the procedure. There was a ten (10) minute surgical delay reported. The patient status/outcome was listed as ¿fine.¿ this report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was performed for the subject device. The returned device shows significant use during its 4.25 year lifespan. The device has numerous marks, dents, and roll marks on the shaft and knob that are consistent with regular hammer strikes and use. The knob was received detached from the shaft. This complaint condition is confirmed, and the most probable root cause of this complaint is either off axis hammering or hammering while not fully threaded, coupled with use over time. The helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. Drawings for the device were also reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth and weight are unknown. Implant and explant dates: device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: lot 6454141 - isimac machine company manufactured the helical blade coupling screw part 357.377 and lot 6454141. Initially, the part conformed to the supplier¿s certificate of conformance, dated december 21, 2010, and was inspected and conformed to the synthes final inspection sheet. The parts were released to the warehouse on december 22, 2010. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.